Manufacturer narrative:
Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Event description:
During an atrial fibrillation ablation procedure for persistent af under general anesthesia, difficulty occurred while obtaining venous access via the right femoral vein. The versacross rf wire became stuck within the versacross connect dilator prior to advancement of the sheath/dilator assembly into the vessel. The wire remained positioned within the vessel but could not be advanced or withdrawn. The assembly was eventually freed, and the sheath/dilator was released. The procedure was completed successfully using replacement wire and dilator devices. No patient complications occurred. No further information was provided.